Manufacturer narrative:
Summary of evaluation: evaluation results indicate this event was not device related. The damaged threaded section can be attributed to misuse of the device.

Event description:
The reporter states the top threads cracked. This event did not occur dueing a surgical procedure.